Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. The blood glucose reading is 239 mg/dl. Customer is taking nitroglycerin and medication causes increase in blood glucose. Nothing further reported.